Manufacturer narrative:
Date of event: unknown/not provided. Explant of lens, unexpected post-op refraction. Attempts have been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to unexpected post-operative refraction. The iol was replaced with an iol of another diopter and model (zlb00, 23.5 diopter). There was no patient post-operative injury, no incision enlargement, no vitrectomy, no sutures done. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.